Manufacturer narrative:
Review of records found no reports on file with the firm of any issues or complaints from this patient regarding effectivity of therapy. Imaging taken at the time of explant was reviewed by the a nalu representative in florida and compared with imaging taken at the time of implant. The comparison of the images found no evidence of any component migration, however it was confirmed that the placement of the leads at the time of implant may have been inadequate to cover the patient's pain location.

Event description:
The patient had been implanted with a nalu peripheral nerve stimulator system in (B)(6) in (B)(6) 2024 to treat back pain. In (B)(6) 2026 the firm was notified that the nalu system was scheduled for explant in (B)(6) in preparation for MRI. The explanting physician noted ineffective therapy as well as MRI conditionality as the reason for explant. The system was removed on (B)(6) 2026.